Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he cannot see the display screen of the insulin pump. Customer stated that the led screen is black and damaged. Customer's blood glucose levels were not included in the report. Nothing further was reported.